Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient stated they are having difficulty connecting to ins to activate MRI mode. Patient stated when they attempt to connect with handset and communicator, the screen shows "communication in progress" but doesn't go any further. Patient stated the ins was turned off with their rheumatologist in january as they needed other procedures. Technical services (tss) walked patient through restarting handset and resetting communicator. Upon attempting to connect to ins again, handset showed "connecting" with the wheel spinning but then the wheel stopped spinning and it didn't go any further. Tss had patient perform a close all of the apps and attempt to connect again but upon doing so, they received service code 319 indicating there was no therapy and no settings programmed. Patient hit the exit button and was brought back to the home page of the app. The issue was not resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.